Event description:
The complaint is reported as: fluid was leaking from the device because the tip was cracked. Another device was used. This occurred prior to use on a patient. The condition of the patient is unknown.

Manufacturer narrative:
(B)(4). The investigation was not complete at the time of this report.